Event description:
It was reported that high impedances occurred. Readings of >10000 ohms were reported. On program a1>4000 ohms (2-, 3-, 4+) and on program a2 722 ohms (10+, 11-, 12+). The pt reported a loss of therapeutic effect and a burning sensation when stimulation was turned on. The ins was causing increased baseline pain and "it is all twisted and moves and hurts really bad." No known accident or incident was related to this complaint. The location of the symptoms was the left and right legs and hips.

Manufacturer narrative:
(B)(4).